Event description:
Same case as MDR #2134265-2012-02186. It was reported that during a stenting treatment procedure, thrombosis and stent damage occurred. In (B)(6) 2011, patient had two ion stents implanted in the mid and distal left anterior descending artery. In the fall of 2011, patient had a surgical procedure to remove polyps and at that time discontinued plavix medication. In (B)(6) 2012, the patient presented to the cardiovascular cath lab with a myocardial infarction due to thrombus. Using a non-bsc quick-cat thrombectomy device the physician removed the thrombus from the stented segment. Upon removal of the non-bsc quick-cat thrombectomy device it was noted that the proximal segment of the proximal implanted ion stent was visibly pushed distally. The procedure was completed by dilating the damaged stent segment and implanting a non-bsc stent. No further patient complications were reported and the patient continues to do well.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. (B)(4).